Manufacturer narrative:
Conventus orthopaedics, inc. Reviewed the traceability control forms for the h10 driver, then determined that there were no production issues that occurred during packaging, labeling, or receiving of the product. The investigation is in progress. Follow-up report(s) will be submitted upon obtaining any additional information.

Event description:
On (B)(6) 2020, during the ph cage removal surgery, one h10 driver broke off in a screw (either model no. 7768-1 or 7036-1), keeping the plate in place until it was lifted off the bone. A small osteotomy was attempted to expose the cage superiorly. The surgeon then loosened the cage and removed it from the humeral head. Conventus orthopaedics, inc. Is submitting two separate mdrs for this event based on the current information. This MDR is regarding the short h10 driver with the model no. 7036-1.